Event description:
It was reported, "the centralizers supplied with the 50mm no 4 stem did not fit on the stem as the stem was too broad. They would not stay on as they were too small to fit. As a result, no centralizer was used. Post op x-rays show that the stem is implanted in valgus.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.